Event description:
Symptoms/ae: stroke. Time of symptoms: one day post procedure. Device malfunction: none. It was reported that one day post a successful procedure in the right internal carotid artery with the rx acculink stent, the patient experienced temporary loss of peripheral vision in the left eye. The CT was negative and no treatment was given. The patient was diagnosed with the cerebral infarct of the right occipital. The vision loss was resolved the next day and the patient was discharged to home. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device was not returned to abbott vascular. The rx acculink instructions for use lists stroke as a known potential adverse effect associated with the use of the device. There was no device malfunction reported and no product quality discrepancies were reported during the inspection prior to use. A conclusive cause for the reported stroke could not be identified. Information available in the case description was not sufficient to determine relation between the stroke and the abbott vascular device quality. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.